Event description:
Indication: dermatopolymyositis, unspecified, organ involvement unspecified; dermatopolymyositis, unspecified; other dermatomyositis without myopathy. Home health nurse with pt stating curlin pump (serial number and expiration date: not provided) failure due to error code 20 (lithium battery failure). Pharmacy to replace pump. Return box being sent to pt for return of pump associated with event. No missed dose(s], interruption to therapy or adverse event(s) reported due to product issue. No further info. Reported to (B)(6) by health professional.